Event description:
The reporter stated that the pump was set to infuse desferal at 10.5 ml/hr. The nurse noted that the bag was still full even though the pump indicated delivery. She then changed the pump and the infusion occurred but at a rate slower than expected.